Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, adenomyosis, multinodular goiter, anxiety, drug allergy, menorrhagia, hypertension, depression, hemorrhagic cyst, endometrial thickening, pelvic pain and abnormal uterine bleeding. Previously administered products included: alprazolam. On 20-jul-2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomies). The reporter considered medical device removal to be related to essure administration. The reporter commented: anteverted heterogenous uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimens: uterus, cervix, bilateral fallopian tubes final diagnoses: uterus, cervix, bilateral fallopian tubes, total simple hysterectomy and bilateral salpingectomy: uterus: benign endometrium, mostly basal basalis superficial adenomyosis leiomyomas cervix: focal squamous metaplasia negative for dysplasia or malignancy bilateral fallopian tubes: unremarkable with paratubal cysts gross description : right fallopian tube: the lumen is nondilated and contains coiled, metallic wire consistent with essure. Left fallopian tube: on sectioning, the lumen is nondilated and contains coiled, metallic wire consistent with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, adenomyosis, multinodular goiter, anxiety, drug allergy, menorrhagia, hypertension, depression, hemorrhagic cyst, endometrial thickening, pelvic pain and abnormal uterine bleeding. Previously administered products included: alprazolam. On (B)(6) 2022,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomies). The reporter considered medical device removal to be related to essure administration. The reporter commented: anteverted heterogenous uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimens: uterus, cervix, bilateral fallopian tubes final diagnoses: uterus, cervix, bilateral fallopian tubes, total simple hysterectomy and bilateral salpingectomy: uterus: benign endometrium, mostly basal basalis. Superficial adenomyosis. Leiomyomas. Cervix: focal squamous metaplasia. Negative for dysplasia or malignancy. Bilateral fallopian tubes: unremarkable with paratubal cysts. Gross description : right fallopian tube: the lumen is nondilated and contains coiled, metallic wire consistent with essure. Left fallopian tube: on sectioning, the lumen is nondilated and contains coiled, metallic wire consistent with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.